Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported via a communication from a law firm, representing a patient who claims "very serious injuries due to a faulty starclose se vascular closure system". The patient claims that the subject device was involved in a company recall initiated on (B)(6) 2017 and this is unable to be substantiated as no lot number or malfunction was reported. No additional information was provided from the communication received.

Manufacturer narrative:
(B)(4).